Manufacturer narrative:
It was clarified there was no actual patient impact or harm, and no treatment required. Based on the information available, the cause of the reported problem is unknown. All relevant device logs and strips were requested but not provided. The product malfunction was unable to be confirmed, because the customer did not provide additional details. A third party repaired the device to resolve the issue.

Event description:
It was reported, via nmpa, "during the surgery, it was discovered that the patient's monitoring device showed that the arterial blood pressure was significantly lower than the non-invasive blood pressure monitoring values from other devices. The non-invasive blood pressure monitoring during the surgery was abnormal, making it impossible to accurately determine the patient's information, which led to a treatment decision error. The backup monitoring device was immediately replaced and the surgery continued." Serious injury is alleged. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.